Event description:
Additional information was received from the rep. Rep saw patient on 6/9/2025. When they connect to the patient's implant, the therapy was turned on. They do not have any information as to how the therapy reportedly got turned off. The patient reported feeling that the stimulation was not helping his pain as much as it initially did after the implant but then said that he felt his pain increased when the stimulation was off. I educated him that this would indicate that the scs was providing at least some pain relief. Rep provided the patient with three new programs that all targeted/covered his painful areas. The patient left satisfied with what we had done but will take time to determine if those programs will help manage his pain better or not.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they are trying to turn on their stimulation because they are feeling more back pain in a while now and they found out that the therapy was off. Patient confirmed that they already turned the stimulation on. Patient said that they have been a little disappointed with the therapy for probably about a month ago now. Patient mentioned they spoke to one manufacturer representative (rep) who told them to just increase and play around with the settings and change groups. Patient said that they spoke with rep in the past (no specific time when). Patient mentioned that they already tried to change groups and increase the stimulation and patient said that they feel the stimulation but it's not the same when they first got the device. Agent advised patient to reach out to their managing provider to further address the programming concern. Agent sent email to local reps for further assistance. A rep responded to the e-mail that they would call the patient.